Manufacturer narrative:
The report of pump stops and power elevations can be confirmed based on the submitted log files; however, a specific cause for the events and the report of suspected thrombus cannot be confirmed based on the evaluation of vad-17435. Two log files, one from the patient¿s primary system controller and one from the backup, were submitted and reviewed. The primary system controller log file captured multiple power elevations and numerous pump stop events. The backup system controller log file contained approximately 1 hour of data, which captured 5 events of normal pump parameters. The pump returned with the driveline cut approximately 10 inches from the pump housing and the severed portion of the driveline did not return. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Continuity testing on the returned portion of driveline revealed no shorts or discontinuities. The shielding and bionate were removed to examine the underlying wires, and no anomalies or disruptions in the insulation were noted. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 71 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with elevated pump powers up to 10 watts and red heart alarms. Device interrogation showed 3 pump stoppages. On admission, the patient had a lactate dehydrogenase (ldh) level of 214 u/l and inr of 3.3 (target inr of 2.5-3). It was reported that the patient was taking aspirin and coumadin. The patient was started on a heparin drip. On (B)(6) 2016, the patient was switched to the backup system controller. On (B)(6) 2016, the patient was urgently transplanted after suspicion of pump thrombus. No additional information was provided.